Event description:
Customer reported that the insulin pump's drive support cap was missing. Customer also reported that there was physical damage to the insulin pump's reservoir compartment. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. Drive support disk was inspected and no anomaly was noted. No broken reservoir tube lip noted.